Event description:
It was reported that an issue was identified during instrument inspection. There were fragments/burrs inside holes on the instrument. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary instruments enter [redacted] qa process before acceptance and the following issue. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) ha-014556 fw user report on 2025002004501003 mhra ref 34629847-aicxml. The photo investigation revealed signs of burr on the insertion holes of the attune rev tib prep plate sz2. However, no signs of breakage were not found. The observed condition may be due to multiple attempts at assembly and disassembly of the low-profile tibial pin; however, a definite root cause cannot be established with the photos provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: attune rev tib prep plate sz2 product code: 250620002 lot number: pc5645379 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the attune rev tib prep plate sz2 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: attune rev tib prep plate sz2 product code: 250620002 lot number: pc5645379 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: attune rev tib prep plate sz2 product code: 250620002 lot number: pc5645379 and no non-conformances or manufacturing irregularities were identified.